Event description:
It was reported the personal therapy manager (ptm) was working fine until the morning prior to report. The ptm was showing the check mark, but the ptm was not giving the patient a full dose. The ptm boluses were only helping a little bit with pain. The ptm was showing a successful bolus, but the patient was not getting pain relief. The patient was still experiencing issues with the ptm and requested a new ptm. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).